Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was found that the patient's atrial lead exhibited high capture threshold. The lead was explanted and replaced. There were no patient consequences.